Manufacturer narrative:
(B)(4). Device evaluation: on investigation, the display screen was noted to be dim, pink and faded. A test display was attached to the pump and was fully functional without discoloration.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: a dim, pink, faded display screen.